Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-03-12. Investigation summary: a device history record review was completed for provided lot number: 2008403. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, twenty samples were returned for evaluation by our quality engineer team. Through examination of the samples, no signs of leakage were observed.

Event description:
It was reported that the bd flu+¿ syringe leaked while drawing up the covid-19 vaccine. The following information was provided by the initial reporter: "a number of the syringes have been found to be leaking from the bung whilst drawing up the covid-19 vaccine, this has resulted in a number of lost doses."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd flu+¿ syringe leaked while drawing up the covid-19 vaccine. The following information was provided by the initial reporter: "a number of the syringes have been found to be leaking from the bung whilst drawing up the covid-19 vaccine, this has resulted in a number of lost doses."